Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient fell on stairs and broke one of the two (2) matrixrib plates they had implanted in their sternum. It is unknown which of the two plates broke. Revision surgery was necessary to removed the broken plate. There is no further information available. Concomitant device reported: unk - screws: matrixrib (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 1.5mm ti matrixrib straight pl 30 holes/300mm length. This is report 2 of 2 for (B)(4).